Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-05615. The pt has a lead that was implanted after the product's shelf life had expired. It was reported, the pt stopped using her scs system since 2009. The programmer and charger could no longer communicate with the ipg. During surgical intervention, an electrode from the lead remained stuck in the ipg header when the lead was removed. The ipg was explanted and replaced. Stimulation and coverage were obtained when the lead was inserted into the replacement ipg.

Manufacturer narrative:
Evaluation: results: the ipg communicated normally with a lab programmer and charging system. Minimal destructive analysis of the header confirmed a lead tip electrode was lodged in the upper chamber of the header. The lead tip was removed and the device passed all electrical testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.